Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call of issues with the customer's insulin pump. The customer had button error and unexpected restart alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injection. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.